Manufacturer narrative:
Manufacturer narrative: lot number was not reported. Pharmacovigilance comment: the serious event of atypical mycobacterial infection was considered unexpected and possibly related to the treatment. The non-serious events of nodule, purulent discharge and abscess at the implant site were considered expected and possibly related to the treatment. The non-serious event of pathogen resistance was considered unexpected and possibly related to the treatment. Potential contributory factors include injection technique. Alternative etiologies include for atypical mycobacterial infection immunocompromised status of the patient as its an opportunistic infection. Serious criteria include the need for interventions to prevent a life threatening condition, permanent impairment of a body function or permanent damage to a body structure. The case meets the criteria for expedited reporting to the regulatory authorities. CAPA comment: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 30-aug-2019 by a physician which refers to a (B)(6)-year-old male patient. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On an unknown date in (B)(6)-2018, one year ago, the patient received treatment with sculptra (unknown amount, lot number, injection technique and needle type) in the gluteal region for an unknown indication. 6 months later, on an unknown date in (B)(6)-2019, the patient experienced nodular lesions (implant site nodule) that were resistant to 7 days of an antibiotic cycle (pathogen resistance) with ciprofloxacin and clarithromycin. The physician reported that one of the lesions became an abscess (implant site abscess) with spontaneous drainage of purulent secretion (purulent discharge). The physician performed biopsy that exhibited presence of atypical mycobacteriosis infection (atypical mycobacterial infection). The physician informed that he was not the injector of the sculptra, he only was reporting the case. Treatment for the adverse event included ciprofloxacin [ciprofloxacin] and clarithromycin [clarithromycin]. Outcome at the time of the report: atypical mycobacteriosis infection was unknown. Resistant to 7 days of an antibiotic cycle was unknown. Nodular lesions was unknown. Abscess was unknown. Spontaneous drainage of purulent secretion was unknown.